Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a defective converter unit (power supply unit) was confirmed. It was determined that the color bar was displayed, and no image was displayed because power necessary for processing endoscope image was not supplied. Additionally, a defective printed circuit (cm) board was confirmed. Cm board controls front panel, and thus, it was determined that the front panel blinked due to a faulty cm board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the visera elite video system center exhibited error e209. Upon inspection of the customer¿s returned device it was observed, the device had no image and only had color bar due to a defective converter unit and the front panel lights were blinking intermittently due to a defective circuit board. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned it was observed, the reported issue regarding error e209 was noted due to a defective circuit board, the video connector was noted to be broken, the net spacer was missing, scratch was noted on the top cover, chassis and front panel, hit marks were noted on the front panel, corrosion was noted and the paint on the top cover was peeled off, and corrosion was noted on the rear panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.